Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level 100 mg/dl, 120 mg/dl and 421 mg/dl. The customer treat high blood glucose by bolus. The insulin pump will not be returned for analysis.